Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 11mmol/l. The customer stated the pump alarm after battery change. The customer has received multiple battery alarms when batteries are out of the pump for less than one minute. The customer pump was not with him and had to call his wife to insert new battery. Customer stated the pump did not alarm battery out limit. The customer was advised to monitor pump and call back when he gets home to go through blank display troubleshooting.